Manufacturer narrative:
Implant returned is white and broken approximately 1/3 from the hex. Blood residue is present. Review of sterilization records was found acceptable. From the information available, it cannot be determined if the implant broke in the patient or upon removal. Implant appearance evidences degradation as expected after 6 months of implantation. Product dfu warns of a possible allergic reaction to the implant materials. Patient sensitivity must always be considered prior to implantation.

Event description:
It was reported that the pt presented a possible reaction. Hospital reported a bump on the tibial side. The implant was removed 6 months post acl repair. It is unknown if cultures were performed. This device is used for treatment.